Event description:
It was reported while using bd kiestra inoqula the hood fell on users hand. User sustained no injury. The following information was provided by the initial reporter, translated from german to english: last week on friday (B)(6) 2021 there was an incident at an inoqula in the helios klinikum krefeld (I only found out about it yesterday (b)(60 2021). A cover from a barcoda fell on a customer's hand, and when I asked more closely, it turned out that there was no injury. I have taken the necessary steps to carry out the error (replacement of dampers, gas springs) by a technician next week on (B)(6) 2021. The incident is documented in our service max software. Are there any obligations arising from this situation? Was any of the lab personnel physically affected in any way by this problem? If yes, how? Customer has had the hood fallen on her hand but after further questioning no injury was sustained. Initial reporter: issue description: springs from the barcoda printer hood are worn out. Error message/code (if applicable): n/a. Frequency of issue: every time you open the hood it potentially can drop down. Work around possible? Yes/no: n/a. Attempted corrective action by customer:. N/a. System history (software/mechanical changes/environment customer): n/a. Was any of the lab personnel physically affected in any way by this problem? If yes, how? No. Was any of the patient samples or test results affected in any way by this problem (e.g. Erroneous results, delay)? If yes, how? No. Proposed action: spring replacement, have been ordered.

Manufacturer narrative:
H6: investigation summary: on (B)(6) 2021, while being onsite for another issue, the bd kiestra representative was told by the customer that on (B)(6) 2021, there had been an incident. A cover from a barcoda fell on a customer's hand, and when the bd kiestra representative asked more closely, it turned out that there were no injuries. It was found that the springs from the barcoda printer hood were worn out. Every time the customer opened the hood it potentially could drop down. The bd kiestra representative reported the issue to bd kiestra and necessary steps were carried out to solve the issue, by replacing the gas springs. On (B)(6) 2021, the bd kiestra representative started replacing the gas springs, but it was found that the new gas springs were not holding the cover up, as an incorrect type of gas springs had been shipped. New gas springs (type g819-80-205-aa) were ordered and after receiving those, the bd kiestra representative replaced the gas springs on (B)(6) 2021. After the replacement the issue was solved. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd (B)(4) the hood fell on users hand. User sustained no injury. The following information was provided by the initial reporter, translated from (B)(6) to english: last week on friday (B)(6) 2021 there was an incident at an (B)(6) (I only found out about it yesterday(B)(6) 2021). A cover from a barcoda fell on a customer's hand, and when I asked more closely, it turned out that there was no injury. I have taken the necessary steps to carry out the error (replacement of dampers, gas springs) by a technician next week on (B)(6) 2021. The incident is documented in our service max software. Are there any obligations arising from this situation? Was any of the lab personnel physically affected in any way by this problem? If yes, how? Customer has had the hood fallen on her hand but after further questioning no injury was sustained initial reporter: issue description: springs from the barcoda printer hood are worn out. Error message/code (if applicable): n/a. Frequency of issue: every time you open the hood it potentially can drop down. Workaround possible? Yes/no: n/a. Attempted corrective action by customer:. N/a. System history (software/mechanical changes/environment customer): n/a. Was any of the lab personnel physically affected in any way by this problem? If yes, how? No. Was any of the patient samples or test results affected in any way by this problem (e.g. Erroneous results, delay)? If yes, how? No. Proposed action: spring replacement, have been ordered.